Manufacturer narrative:
(B)(4).

Event description:
High, out-of-range impedance values were noted on multiple unipolar and bipolar electrode pairs of the implantable neurostimulator. Invalid impedance readings were also obtained. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.